Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 70% stenosed mid left main artery. A 2.0 x 20 balloon catheter was used for pre-dilatation. A 2.25 x 18 mm xience v delivery system could not cross the lesion due to the tortuosity. Nothing crossed the lesion so the procedure was stopped without treatment and the patient was scheduled for treatment the next day and therefore, remained hospitalized. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.